Event description:
Patient was implanted withonxmc-25/33 sn (B)(6) on (B)(6) 2010 and explanted on (B)(6) 2021. Cause of explant is still currently unknown.

Event description:
Patient was implanted with (B)(4) sn (B)(4) on (B)(6) 2010 and explanted on (B)(6) 2021. Cause of explant is still currently unknown.